Event description:
Philips received a complaint from the field service engineer (fse) on the v60 ventilator indicating that while servicing the device, it was observed that the device had a spi (serial peripheral interface) bus - 1107 & 1113, 110f failure. It was reported there was no patient involvement at the time the issue was discovered during servicing. It was determined the failing component is the data acquisition pcba board which needs to be replaced. The fse replaced the data acquisition pcba board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
H10: g - contact office address and phone number: (B)(6).